Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set disconnected from the patient during infusion, leading to a leak of blood. This was noticed by the patient. The patient reported that the tubing had not been pulled. The set was not tangled or wrapped around anything, and the tape that secured the set to the patient¿s arm was still intact. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.